Event description:
After docking a cardiac probe grasper into the davinci xi robot, the instrument would not function properly. There is a rattling sound inside the head of the instrument and the right gear wheel turns but does not move the instrument tip. Nothing was observed to have fallen into the patient. A second instrument of the same kind was opened and used to complete the procedure.